Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified left anterior descending artery. The lesion contained a significant bend of less than 45 degrees. A 3.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was broken at the distal part. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element plus,mr,ous 3.00x16mm stent delivery system was returned for analysis. An examination of the crimped stent found stent struts in the middle section of the stent lifted and pulled proximally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 265mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual examination of the shaft polymer extrusion found a break 255mm proximal of the distal tip, at the exchange port with the core wire exposed on proximal section. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified left anterior descending artery. The lesion contained a significant bend of less than 45 degrees. A 3.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was broken at the distal part. The procedure was completed with another of same device. There were no patient complications reported.